Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited undersensing, loss of capture (loc) and pacing inhibition. The lead was observed to have dislodged. Additionally, the slack in the right ventricular (rv) lead was noted to be pulled up into the superior vena cava and the two leads were entangled. The leads were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the lead was discarded after explant and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.